Manufacturer narrative:
E1: phone extension: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable had a leak. There was morphine in one 100 ml cassette. The leak happened after addition of saline and drug to the cassette. The incident occurred immediately on use, there was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name, address: corrected. D9: date returned to mfg: 14-oct-2024. H3 and h6 codes: updated. One used device was returned for investigation. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The device was visually inspected and there were no anomalies noted. The device was filled with 100 ml of ro water and a leak was observed. The customer reported issue was confirmed.